Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Rapid battery voltage depletion present from (B)(6) 2017.

Event description:
It was reported that the device reached end of service earlier than anticipated. The device was explanted and replaced. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed a severely depleted battery. When powered by an external supply, the system current drain was nominal, and the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis found lithium (li)-plating breach along the top edge of the anode separator enclosure and adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched adjacent cathode material exposed in the cathode tab slit. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. If information is provided in the future, a supplemental report will be issued.